Event description:
The customer reported that the ac power module had failed. The ac power indicator led was not lit and the battery failed to charge.

Manufacturer narrative:
The customer reported that the ac power module had failed. The ac power indicator led was not lit and the battery failed to charge. On 10/12/09 philips sent a new ac power module to the customer. A philips representative spoke with the customer on 11/3/09, who reported that the new ac power module resolved the reported issue.